Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. In (B)(6) 2017, the patient reported feeling unwell and was diagnosed with a grade 3 leak secondary to valvular deterioration. On (B)(6) 2017, a tavi procedure took place and a 26mm core valve was placed.